Event description:
Device malfunction: failure to deploy clip, elongated exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the deployment button was depressed a "muted" click was heard and pulsatile blood flow from the artery continued. Manual compression was applied to achieve hemostasis. Visual inspection of the device revealed the clip remained on the clip delivery tube, the locator wings were retracted, and the exchange sheath appeared elongated at the distal end. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional info.